Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this rv lead was programmed to triad. Rv shock impedances gradually increased over the last year from the 100-ohm range to greater than 125 ohms. Technical services (ts) recommended bringing the patient in to reset the alert condition, increase the impedance shock alert value to 150 ohms, and conduct a vector breakdown to determine where the high shock impedance was coming from. Ts also recommended considering commanded shocks in the future, if needed. This ICD and lead remain in service, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this rv lead was programmed to triad. Rv shock impedances gradually increased over the last year from the 100-ohm range to greater than 125 ohms. Technical services (ts) recommended bringing the patient in to reset the alert condition, increase the impedance shock alert value to 150 ohms, and conduct a vector breakdown to determine where the high shock impedance was coming from. Ts also recommended considering commanded shocks in the future, if needed. This ICD and lead remain in service, and the patient will continue to be monitored. No adverse patient effects were reported. Additional information received reported that an additional high out-of-range shock impedance measurement of 150 ohms was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Technical services (ts) reviewed troubleshooting options. No interventions were performed at this time. This ICD system remains in service. No adverse patient effects were reported.